Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Fa codes were updated based on failure analysis to d14 and c19.

Manufacturer narrative:
The probable root cause is attributed to a high frequency voltage related electrical and fiberoptic issues on the erbe iesu. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. Remote logs did show two instances of c-30 errors on the system. There were no significant scratches or dents. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted surgical procedure error c-30 occurred. The technical support engineer (tse) advised restarting viodv. Customer performed it. After that, system became normal condition. Tse advised to call back if same error occur. The customer understood it. The customer reported error c-30 occurred again after the viodc power cycle. Tse explained that this issue could sometimes occur because of the damaged instrument. They replaced the monopolar curved scissors (mcs), but the same issue occurred. They are continuing the surgery with an external electro surgical unit (esu). A field engineer (fe) was dispatched to handle this issue. The c-30 error occurred repeatedly when using the mcs. Replacing the forceps and restarting the mcs did not improve the situation. The surgery is continuing with an external electric scalpel. On 4/25/2025, isi followed up with the customer and additional information was obtained about the complaint: the procedure was completed using external electrocautery. To resolve the reported issue iesu was restarted and the instrument was replaced, but there was no improvement, so the procedure was completed using an external electric scalpel. Procedure was completed robotically with original configuration. There was no injury to the patient. The system initially powered on without errors.